Event description:
The report received via a voluntary medwatch indicated that during a percutaneous transluminal angioplasty (pta), the physician advanced the 120 cm. Savvy long 5 x 220 balloon catheter to the target lesion and the balloon ruptured/tore. A small part of the balloon was left inside the patient. The physician thought that this was not a product issue with the balloon catheter but a problem with the patient's disease process/arterial plaque that caused the balloon to tear. Additional information obtained indicated that the patient did not experience an adverse event/ill effects as a result of the reported product issue. No target lesion information or additional procedural details were available. The portion of the balloon catheter that remained in the patient was very small and the physician will just follow the patient clinically. No additional information is available.

Manufacturer narrative:
The report received via a voluntary medwatch indicated that during a percutaneous transluminal angioplasty (pta), the physician advanced the 120 cm. Savvy long 5 x 220 balloon catheter to the target lesion and the balloon ruptured/tore. A small part of the balloon was left inside the patient. The physician thought that this was not a product issue with the balloon catheter but a problem with the patient's disease process/arterial plaque that caused the balloon to tear. Additional information obtained indicated that the patient did not experience an adverse event/ill effects as a result of the reported product issue. No target lesion information or additional procedural details were available. The portion of the balloon catheter that remained in the patient was very small and the physician will just follow the patient clinically. No additional information is available. The product was not returned for evaluation. Lot number 50035156 was reviewed and no anomalies were detected. However, our records show that this lot number has not been associated with any other complaints. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information, there are possible vessel characteristics (plaque) that may contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.